Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "swelling on right breast and it was detected via tomography that there was rupture on the implant" for right side. Device remains implanted.